Event description:
Vascular catheter for hemodialysis clotted off during early part of hemodialysis. Unable to proceed. Urokinase used with minimal improvement of flow. Device changed over guidewire and, unfortunately, discarded.